Event description:
Pt has keratitis over her pupil. She had started using contacts on her own 3 weeks ago and not been to regular check-up visits with a practitioner. Lenses bought online. Risk for microorganisms to penetrate cornea. This is being filed as keratitis with unconfirmed microorganisms.

Manufacturer narrative:
This is being filed as keratitis with unconfirmed microorganisms.